Manufacturer narrative:
The customer was sent a replacement power supply and pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she had several cases of mastitis, the first occurring in the beginning of (B)(6) 2018. She further indicated that she was prescribed antibiotics a few times, but was currently taking aspirin when she has mastitis, and pumps more often instead of seeing a doctor because it is too costly. Though she has received the replacement pump, she had not yet used it. The customer was contacted subsequently by a complaint handler on multiple occasions, including in writing, to get additional information regarding performance of the replacement pump and current status of the mastitis, with no response as of the date of this report. The device was returned with the customer's power supply and was evaluated on (B)(6) 2018. The device did not pass power testing due to an issue with either the pc board or the potentiometer. The pc board was replaced and the pump functioned without issue. Refer to evaluation. The customer's report of a power issue was confirmed. The issue is currently being investigated with the pc board supplier. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump shut off. She alleged no out of country use and that she had mastitis.

Manufacturer narrative:
The pc board was sent to the supplier, who reported that the end of contact pin4 was broken off, prohibiting contact with pin5 when rotating the potentiometer. The supplier indicated that they have only one process step related to the potentiometer, which is to wave solder, and that it is impossible to damage the contact pin during that process. Additionally, they indicated that they functional test 100% of the pc boards, which would identify this defect. Medela additionally functional tests 100% of the pumps before they are released. It should be noted that this customer did not experience the power issue until after at least 6 months of use, so it can be reasonably assumed that the contact pin was not broken off when it was final released. Root causes for the broken contact pin are being investigated under complaint category (B)(4).